Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the explant of the implantable pulse generator (ipg) due to an unspecified reason. The location of the device is unknown. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the explant of the implantable pulse generator (ipg) due to an unspecified reason. The location of the device is unknown. No additional information is available at this time. Additional information was received that the patients sister reported that she passed away. The reason for the scs explant was that the device needed to be explanted prior to cremation. The patients cause of death was not considered related to the device, stimulation, or procedure.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device: qrb. There is no complaint against the functionality of the device. The device was not returned for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Review of the device history record did not identify any manufacturing deviations that could have contributed to the event. This investigation is unable to establish a definitive root cause. Therefore, the conclusion code is cause not established.